Event description:
Patient's nurse reported the down button on the infusion device doesn't work anymore. Nurse stated the patient has had this issue for a couple weeks. Nurse reported the patient didn't need medical assistance. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The softcomponents of the housing are worn down heavily. Therefore moisture entered the insulin pump and destroyed the pump electronics. The buttons passed the optical and functional investigation successful and meet the specification. The problem mentioned by the customer is related to careless handling of the product.